Event description:
It was reported that during a procedure, the laser console displayed a fiber port heating error. The field service center was consulted due to the issue encountered and it was determined that a field service inspection on site was needed. The procedure was unable to be completed; however, the patient was under general anesthesia when the issue occurred. There were no patient complications due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.